Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear not even with battery change. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.